Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. Interrogation of the device revealed it contained morphine 20 mg/ml at a dose rate of 0.122 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication (concentration and dose unknown) via an implanted pump for non-malignant pain, lumbar radiculopathy, and degenerative disc disease. Further information was not provided.

Manufacturer narrative:
Logs showed the pump was delivering morphine 20.0 mg/ml at 0.122 mg/day. If information is provided in the future, a supplemental report will be issued.